Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the top case cracked on the left corner and the timing plates set incorrectly. Event log history was performed and indicated that check clutch/ plunger lever was recorded in history. During analysis, the reported issue was able to be duplicated, check clutch/ plunger lever was found at occlusion test. Service replaced the lead screw, both clutch halves, clutch spring and left plunger case to correct the reported issue. Service also performed occlusion test, preventive maintenance and all functional tests which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited travel coarse error. No patient was involved in this event. No adverse effects were reported.